Manufacturer narrative:
Event year is reported as 2019; however exact date is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. A device history record (DHR) review was conducted: product code: 04.005.526s, lot number: 3l96342, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 19 march 2019, expiry date: 01 march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non sterile mre review: product code: 04.005.526, lot number: 3l62316. Manufacturing site: (B)(4). Release to warehouse date: 04 march 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with proximal femoral nail anti-rotation (pfna) system on (B)(6) 2019. Reoperation was conducted on (B)(6) 2019 due to peri-implant bone failure, serous fluid effusion, and suspected infection. This report is for one (1) 5.0 mm ti locking screw w/t25 stardrive 36 mm f/im nail-ster. This is report 2 of 3 for complaint (B)(4).